Manufacturer narrative:
Additional code ktt. Complainant part is not expected to be returned for manufacturer review/investigation. Occupation: initial reporter is j&j company representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history: part # 390.008, lot # 6148295, release to warehouse date: 19 may 2009, manufacturing location: (B)(4), no ncr's were generated during production. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was determined on an unknown date five (5) ex-fix clamps were unable to connect. It was stated the rod does not fit well. Patient and surgical involvement is unknown. No serious injury reported. This is report 5 of 5 for (B)(4). This report is for a large ex-fix clamp.